Event description:
It was reported that pump displayed cartridge change error and caller requested replacement pump. There was no reported impact to customer¿s blood glucose level. Customer refused troubleshooting, was informed pump was out of warranty, received information about purchasing new pump through sales, and stated intention to follow up with sales; no further corrective action was taken through technical support.